Event description:
A surgeon reported a system message was displayed during a cataract procedure. The system was rebooted which caused a delay of 5-20 minutes. The procedure was then concluded with no other incidents. There was no harm to the pt reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).